Event description:
(B)(4) clinical study. Same case as MDR ID# 2134265-2012-02766. It was reported that during a stenting treatment procedure chest pain occurred. The patient presented with stable angina. Coronary angiography revealed a 90% stenosed, 6mm long de novo lesion located in the mid left anterior descending artery with a reference diameter of 2.5mm. This first lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. Coronary angiography revealed an 80% stenosed, 10mm long de novo target lesion located in the proximal right coronary artery with a reference diameter of 3.75mm. The second target lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm taxus liberte stent. Following post-dilatation using a 3.75 x 12 mm quantum balloon, the subject experienced chest pain. The event was resolved with administration of 20 mcg nitroglycerin IV and 5 mg morphine sulfate IV. The residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).